Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the battery was dead. So didn't work. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 238d32. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage. The washer was received uncut and there were staples present in the device. In addition, a tyvek was received along with the sample. The tissue compression scale did not backlight turn on when the test battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reach on the cause of the reported event, it should be noted that when insert the battery pack, aligning the release tabs with the slots situated on the back of the device. Ensure that it is completely engaged; a clear click sound will confirm it¿s properly secured, and the backlight of the tissue compression scale will glow. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 238d32, and no non-conformances were identified.